Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display and cable to lab use only (luo) testing equipment. The screen output was verified, and the display remained steady during pump operation. The pump was left running for three hours with no apparent disruptions observed in screen output. Pressing the buttons on the membrane panel had no effect on output. It was determined that the roller pump display met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and performed release testing. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not readable. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.